Event description:
It was reported that this brady lead was an attempted implant in the left bundle branch (lbb). Implant was not successful due poor morphology. While attempting to reposition, the helix had difficulty retracting, and when using traction to extract it from the tissue, a portion was broken and remained lodged in the heart. This lead has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant in the left bundle branch (lbb). Implant was not successful due poor morphology. While attempting to reposition, the helix had difficulty retracting, and when using traction to extract it from the tissue, a portion was broken and remained lodged in the heart. This lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to reposition the lead caused the helix to break.